Event description:
According to the hospital, 2 wheels of the kion broke at the level of their steel axis when the personnel moved the kion. The kion did not fall over. No injuries have been reported. No patient was connected to the device at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.